Event description:
Removal of recalled medtronic lead. Low sensing on lead.the patient had placement of a existing medtronic sprint fidelis, model 6949 lead. This lead was on recall for potential fracture. He was seen and evaluated in 3 months ago due to audible alarm and was noted to have high impedance warning and evidence of inappropriate sensing on the lead suggestive of a pace/sense portion lead fracture. He had a prior history, as well, of t-wave oversensing, which was corrected at a sensitivity of 0.9 millivolts. He presented today for elective lead extraction and new device implantation with upgrade to a dual-chamber system.